Manufacturer narrative:
Analysis was performed on the returned device. The insufficient information was observed as a needle to cuff miss. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The observed needle to cuff miss and reported unexpected medical intervention appears to be related to operational context. It is likely an interaction with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
B3: date of event estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
A proglide device was received at abbott vascular on (B)(6) 2024. The device appeared to have a suture retrieval issue as the blue suture was not attached to the white link. There was no information reported regarding this device; therefore, the method used to achieve hemostasis is unknown. No additional information was provided.